Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. No further details given.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked belt clip slot.